Manufacturer narrative:
Evaluation summary: a series of x-ray images and copies of doctor's notes were sent for review. There appear to be no major issues with the surgeon's surgical technique which is briefly described in the operative report. All three components are compatible and the surgeon states that no complications were recognized during the surgery. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain.